Manufacturer narrative:
On-site investigation was made by our field service engineer (fse). The air gas module was contaminated with water. The provided pictures confirmed the reported air gas contamination. The air gas module was not returned for further investigation.moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.the most probable source of water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. The sources of the water was from the air compressor connected to the ventilator.

Event description:
It was reported that the ventilator failed patient circuit test during pre-use check. Moreover, the air gas module of the ventilator was contaminated with water. There was no patient involvement. Manufacturer's ref.#: (B)(4).